Manufacturer narrative:
A software analysis was done. Per (B)(4), this anomaly is tracked through test track 21202 and references to this case have been added to that record.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not communication with the mobile viewing station. The site was able to reboot the system and resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: device manufacture date updated to proper value.